Event description:
Leica biosystems received a complaint regarding "under process tissue" following processing. On 17 july 2019, leica biosystems received information from the complainant that re-biopsy of one (1) case involving a (B)(6) year old male had been recommended; but not performed.